Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive, preventing the user from unlocking or interacting with the device; the battery was charged, troubleshooting and education were completed without resolution, and the issue aligns with a device key/button input failure localized to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive input function and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.